Event description:
It was reported that this right ventricular (rv) lead contributed to pacemaker induced cardiomyopathy. This rv lead was surgically abandoned and successfully replaced with a left bundle branch (lbb) lead. No additional adverse patient effects were reported.